Event description:
I had my breast augmentation (B)(6) 2009. For years I suffered from various symptoms that never lead to a diagnosis until my sister came upon breast implant illness. For years, the following issues plagued and debilitated me: all the symptoms of ms but no brain lesions, so it's not that. All the symptoms of ménière's disease but no hearing loss, so it's not that. Migraines and vertigo but it's not vestibular migraines. Neurologist thought maybe a brainstem stroke or even a brain tumor but nothing on CT or MRI. Various insane gastrointestinal issues but nothing showing on tests/ scopes. Stomach bloat constantly, looking like I'm third trimester pregnant. Constant nausea. Weight issues despite solid efforts but nothing wrong with my thyroid. Everything hurt - joints ache, horrible pain in my neck - and sometimes honestly felt like I was dying. Shooting pain in my breasts. Terrible depression and anxiety. I explanted summer of 2021 and many of these symptoms have decreased or gone away altogether since the explant. The amount of testing and doctor visits to figure out what was wrong was astounding. Wish I would've been made aware of breast implant illness sooner. FDA safety report ID # (B)(4).